Manufacturer narrative:
Product analysis: the stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Misalignment was evident to the 4th, 12th and 18th distal stent wraps with struts raised and flattened. Deformation evident to the distal tip. The inner lumen could not be verified most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Two non-medtronic stents were implanted in a patient presenting with a non-tortuous, moderately calcified lesion exhibiting 95% stenosis located in the mid-proximal circumflex (cx) artery. Stent thrombosis occurred. An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat the thrombosis. Both devices were inspected prior to use with no issues noted. Resistance was encountered when advancing both devices. It was reported that both devices failed to cross through the previously deployed stents. The procedure was completed using a non-medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. Device analysis for (B)(4) has shown slight displacement of the stent on the balloon. Misalignment was evident to the stent struts and deformation was evident to the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.